Event description:
Olympus was reported that the ptfe pad of the subject device was broken in the second uses. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad of the device was severely worn and the jaw was scratched and deformed the mfg history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. It was possible that the scratched and deformation of the jaw occurred by the impact such as the dropping of the subject device. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found. Based upon the finding of the eval, this report appears to be related to user handling.